Event description:
It was reported that right ventricular (rv) lead was exhibiting intermittent loss of capture (loc). Frequent premature ventricular contraction (pvc) caused fusion beats, and an asystole was inappropriately seen by the device. The lead remains in service. No adverse patient effects were reported.